Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7070743. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, batch: 25184427.

Event description:
It was reported that the patient was unable to charge the ipg as it had flipped and was scheduled for a pocket revision. At the beginning of the surgery, the physician noticed that the patient had an infection. Symptoms were redness, swelling and leakage. The physician believed that the infection was not device nor procedure related and believed that the cause was the patients uncontrollable diabetes. The patient underwent an explant procedure. All device components were explanted and will not be returned.